Manufacturer narrative:
Concomitant medical products: product ID 355531, lot# n332667, implanted: (B)(6) 2012, product type: screening device; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that a patient¿s implantable stimulator (ins) stopped working and the patient programmer was showing the ¿call your doctor¿ icon and a power on reset (por) message. The patient was unable to adjust stimulation. The por was cleared and the action resolved the reported issue. No patient symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent